Event description:
Complainant alleged that while attempting to apply the electrode pads to a pt the wire was loose. Complainant indicated that they obtained another set of pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch 122098-2012-01845 for the second set of pads used with the pt.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.